Event description:
It was originally reported that "the balloon did not inflate at the inflation test before use." The catheter was not used and no patient injury was reported.

Manufacturer narrative:
The catheter that was returned for evaluation contained significantly more damage than the original report indicated. The swan-ganz catheter was returned without the syringe, contamination shield or introducer. The cal-cup was not returned with the catheter. As received, the balloon was not found on the catheter but both sides of the balloon bondings remained. The edge of the remaining balloon fragment appeared rough. No visible damage to the catheter body was observed. Visual examinations were performed at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint was confirmed during the evaluation but there was no indication of a manufacturing nonconformance noted during the analysis. It appears that the balloon may have been torn off during removal of the catheter from the cal-cup when the catheter was removed from the packaging but this could not be conclusively determined without return of the packaging. (B)(4) do instruct the user how to properly remove the catheter tip from the cal-cup to avoid damage to the balloon latex. No actions will be taken at this time.